Manufacturer narrative:
The device was not in clinical use at the time the issue occurred. There was no report of patient/user harm. The aftermarket battery was not compatible with the unit¿s 4th gen pm (power management) pcba. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00201. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer biomed reporting an issue requiring a battery replacement on a v60 ventilator. It is not known whether the device was in clinical use at the time the issue occurred. There was no report of patient/user harm. A manufacturer's product support engineer (pse) reported the issue experienced by the customer was when the unit was powered on to vent, the screen was red and displayed a check vent message. The issue was determined to be due to the usage of 3rd party aftermarket batteries. The pse replaced the battery. The device was operational after repairs were completed.